Event description:
While fixing a fractured elbow, the doctor was drilling a screw hole and the drill bit broke inside the elbow and was irretrievable. Event was not preventable. Unable to retrieve lost piece of broken drill bit as it broke inside the bone. X-ray taken in the or to record broken drill tips location. X-ray read by doctor, stated that a screw not originating from one of the end plates was seen. He was informed that all screws were anchored to the plates and it was determined that this was the broken drill bit.